Event description:
The facility's biomed reported an flo-gard infusion pump that overinfused during pt use. A follow up with the biomed revealed the pt was in an unk procedure in the cath. Lab. The medication was integrilin and the pump was programmed at a rate of 4.5ml/hr and a volume to be infused of 97.3 ml. The clinician reported to the biomed that the pump infused 100.0ml in 30 minutes. She stated the flo-gard pump is configured with the insert slide-clamp safety on. The biomed stated there was no reported medical intervention of the pt relating to this incident. The tubing set was disgarded by the facility.